Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A quattro catheter was placed into the artery in right groin. At night, the patient's right leg was mottled and had no pulses. A white fluid discharge was seen around catheter insertion. However, the customer stated that the patient was on a diprivan drip which is white in color. Per the physician order, the catheter was removed. Ultrasound of leg showed occlusion and required intervention. The physician who completed the intervention believes the mottled skin was due to arterial placement. The patient expired due to reasons unrelated to the catheter. Patient had a few comorbidities and that gave her a decreased ability to survive. The customer did not attributed the catheter to the patient death, and agrees that this was a user error. The quattro catheter is indicated only for the femoral placement and it is not to be placed in artery.

Manufacturer narrative:
The suspected leak of the catheter was not confirmed during the functional testing of the device. Even though a bent shaft was observed during the visual testing, there were no leak observed during the functional testing. The balloons deflated successfully with no issue. A visual inspection of the returned catheter was performed. Bent shaft between the medial 2 and proximal of the quattro catheter were noted. The balloons were examined and there were no tears, balloon bond detachment or rupture. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak. Following the test, all balloons deflated successfully without any issues. During manufacturing, all quattro catheters are 100% inspected for leaks. Only units that passed are moved to the next process.